Event description:
Unexpected early depletion of the internal defibrillator. This was a guidant model 1852, implanted in 2005. The elective replacement indicator was reached 7 mos later. This pt has not had any therapy since the initial test at implant. The generator was explanted. The device was sent to guidant for evaluation. The co informed us that this has hapened a couple of times with this particular model number. We have yet to hear back from the co regarding this issue. We have many other pts with this model number. We need some action taken before other pts get hurt.